Event description:
Manufacturer report number: 2030404-2021-00066. During an supraventricular tachycardia procedure, ablation from the therapy catheter was terminated by the ampere generator and the error "impedance cut off" appeared. The patch and catheter connecting cable were exchanged, but the issue persisted. It was then noticed that the baseline temperature recorded by the catheter was 65 degrees c, and due to that, ablation could not be started. The catheter was exchanged with another from the same lot but, the issue continued and the catheter gave a high baseline reading of 91 degrees c. The ampere generator was exchanged, but there was no resolution. The catheter was then replaced with a flexibility, and the procedure was able to be completed with no adverse patient consequences. A procedure delay occurred due to these issues.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one quadripolar, quadripolar,, therapy ablation catheter was received for evaluation. The catheter deflected when actuating the steering mechanism, and deflected in the correct shape in both directions and met specifications with no open or short circuits were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of temperature issue remains unknown as it could not be confirmed.